Event description:
It was reported that during follow-up and upon interrogation, the pulse generator exhibited inappropriate measured data. No intervention was reported. During follow-up on (B)(6) 2015, normal device function was noted. The patient was in good condition.